Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not rec'd. Product was used for therapeutic treatment. Add'l info from the importer report: associated MDR: 1018233-2013-00239.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, the patient has experienced blood loss, lateral tearing of the vaginal mucosa (vaginal mucosa damage), recurrent post hysterectomy vaginal vault prolapse, mid bowel adhesions in the posterior cul-de-sac pelvic sidewall (adhesions), redundant colon/bladder/anterior wall, thin/expanded apex of the vagina, apical prolapse, nerve pain with prolonged sitting in the right groin/labia, retroperitoneal space somewhat fibrotic, dyschezia/constipation, prolapse of bladder mucosa, vaginal enterocele (prolapse), depression, anxiety, midline incisional scar, atrophic mucosa, palpable mesh, and required non-surgical and additional surgical interventions.